Event description:
It was noted that the patient presented with a pacemaker that exhibited no low voltage output and failed to be interrogated post implant procedure. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no pacing, and failure to interrogate were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further verification of the output signal under field settings found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.